Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. A remote monitoring transmission was performed and an alert was noted to have been triggered for non-sustained episodes and short v-v intervals. The shocks were noted to be inappropriate due to oversensing/noise on the right ventricular (rv) lead. A magnet was placed on the implantable cardioverter defibrillator (ICD) to suspend therapies. The lead was capped and replaced three days later. No further patient complications have been reported as a result of this event.